Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer's blood glucose was 113 mg/dl. Customer changed the infusion set to address the issue and did not respond to multiple contact attempts from tandem technical support to obtain additional information.